Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume folfusor. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: lot #, d9, h3, h4, h6 and h10: h4: the device was manufactured from july 28, 2021 - august 9, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which showed drug precipitate in the fluid of the bladder, and no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the cause of the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.